Event description:
It was reported that the customer had high blood glucose levels (244 mg/dl). Customer uses novalog, and changes cartridge and infusion set every four days. Pump passed delivery system check. Customer took correction boluses and changed site to stabilize his blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted. T: slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, novalog was tested for up to 72 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novalog.